Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor will not connect to the insulin pump. Upon review it was noticed that the sensor age was six days. The customer forgot to program the new sensor in the insulin pump. Assistance was provided which resolved the issue. The customer's blood glucose was 286 mg/dl. Nothing further was reported.